Manufacturer narrative:
(B)(4). Batch #: u9567c. Additional information was requested and the following was obtained: what is the surgeon¿s experience with the device? Yes. Was the device reprocessed? No. What power level setting was used? Default (3 and 5). Were there any generator alert screens? If so, which one(s)? None. What blood vessels were the device used on in the original procedure? Short gastric vessels. Was the site of the bleeding identified in the second operation? Yes. If so, what was the location and was this a site where the harmonic was used in the original procedure? It was a short gastric vessel that harmonic coagulated in the original procedure. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that the surgeon had to re operate on his patient because the har36 did not coagulate a blood vessel in a sleeve gastrectomy he performed the day before. The patient experienced hemoperitoneum. The patient experienced bleeding, re-operation, open surgery and is still hospitalized.